Manufacturer narrative:
Correction: the catalog number was provided by the customer. The following fields have been updated: b.5. Describe event or problem: it was reported that the as lvp 20d dehp 2ss cv tubing was detached from the y-site connection in the packaging. B.1. Brand name: as lvp 20d dehp 2ss cv. D.4. Model#: 2420-0500. D.4. Catalog#: 2420-0500. D.4. UDI#: (B)(4). G.5. PMA/510(k)#: k944320.

Event description:
It was reported that the as lvp 20d dehp 2ss cv tubing was detached from the y-site connection in the packaging. The following information was provided by the initial reporter: "we have had 2 different times when our alaris pump primary tubing has come to us packaged and the connection at the y-site is not attached. One time was today in the attached picture and a few months ago. I kept the tubing from a few months ago just in case. It was actually around the same time we were having the ripping issue with the gloves, that is why I kept the faulty product, in case it happened again."

Event description:
It was reported that the as lvp 20d dehp 2ss cv tubing was detached from the y-site connection in the packaging. The following information was provided by the initial reporter: "we have had 2 different times when our alaris pump primary tubing has come to us packaged and the connection at the y-site is not attached. One time was today in the attached picture and a few months ago. I kept the tubing from a few months ago just in case. It was actually around the same time we were having the ripping issue with the gloves, that is why I kept the faulty product, in case it happened again."

Manufacturer narrative:
No product was returned by the customer, however two photos were provided. It was reported the y-site connection was not attached to the primary tubing. After visual examination of the photos, it was observed that there was separation between the y-site connection and the primary tubing. A similar investigation was completed on a related (B)(4). A device history record review could not be performed on model 2420-0500 because an invalid lot number was provided by the customer. The root cause of this failure was not identified as no product was returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd alaris¿ pri tubing was detached from the y-site connection in the packaging. The following information was provided by the initial reporter: "we have had 2 different times when our alaris pump primary tubing has come to us packaged and the connection at the y-site is not attached. One time was today in the picture and a few months ago. I kept the tubing from a few months ago just in case. It was actually around the same time we were having the ripping issue with the gloves, that is why I kept the faulty product, in case it happened again."